Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. This complaint is classified according to the documentation of the customer care advocate. The power issue reportedly first occurred a week earlier. On that same day, a healthcare provider reportedly treated the patient with insulin at the emergency room. Two weeks after the reported issue began, the patient allegedly had symptom described as "incoherent." The patient did not take any action as a result of the reported issue and did not report testing on any other devices. The power issue was not resolved with troubleshooting. This complaint is being reported because the patient claimed she received treatment that can be suggestive for hyperglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.